Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported she had seen insulin leaking from the connection of the transfer set/headset. When the connection is undone, she noticed that the needle within the transfer set is bent. No adverse event. The infusion set is being returned and replaced.